Event description:
It was reported that the right ventricular (rv) lead was fractured (first rib/clavicle fracture) as a result of the patient lifting weights, specifically bench pressing. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: hc10526 tissue valve, implanted: (B)(6) 1999; d154awg ICD, implanted (B)(6) 2006. (B)(4).